Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During last device f/u performed on (B)(6) 2013, data stored in device memory were reviewed. Some inconsistencies were observed in the different info stored regarding fallback mode switch operation (feature related to sustained atrial arrhythmias) over the f/u period. An analysis is requested.